Event description:
It was reported that externalized conductors were observed via review of fluoroscopy. No electrical abnormalities were observed. The physician will monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.